Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead attempt was made on the right septum during an implant procedure. The physician felt that the screw mechanism of the lead was not deploying properly. The rv lead was not used and another lead was implanted instead. No patient complications have been reported as a result of this event.